Event description:
The customer reported that the screen intermittently would go black during fluoroscopy. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power switch and monitor connector cable were replaced. The system was then found to be operating as intended.